Manufacturer narrative:
The reported event of could not untighten the ventricle setscrew to remove the lead was confirmed. Analysis revealed that calcified blood was filling the ventricular setscrew inset. The calcified blood was preventing the wrench from engaging the setscrew inset to untighten the setscrew. Wrenches cannot penetrate the calcified blood. The wrench will just strip the portions of the inset it comes in contact with. When the calcified blood was removed in the lab, a wrench could be fully inserted into the setscrew inset and the setscrew could be untightened normally, and the stuck lead removed. The blood came through holes punched through the septum by the torque wrench at time of implant.

Event description:
During a replacement procedure, it was not possible to unscrew the set screw to release the lead. The device was explanted and replaced. The patient was stable.